Manufacturer narrative:
The device was returned and evaluated. The reported event was confirmed. During the evaluation it was found that the coating of the connecting tube was peeling off due to scratches. Additional evaluation findings were that the plug unit was cracked, and the air leakage from the plug unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had air leakage. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found the coating of the connecting tube was peeling off. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Should additional relevant information become available, a supplemental report will be submitted.